Event description:
On (B)(6) 2022 arjo was informed about the incident involving the maxi sky 440 ceiling lift. It was reported that a resident was being transferred by a caregiver using the maxi sky 440 ceiling lift and a sling when the resident fell. The circumstances and details regarding the incident are not known. According to the information provided, as a result of the incident the resident sustained "a permanent serious impairment of important physical, mental and psychological functions including but not limited to a traumatic brain injury, as well as a spraining, straining and tearing of the muscles, tendons, ligaments and nerves throughout his body".